Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer would perform the fill tubing step until they saw drops of insulin at the end of the tubing and ultimately continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.